Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that she wanted to switch tapes from silk to plastic due to the silk tape was irritating her skin. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).